Event description:
Customer reported left monitor goes dark and the system has to be rebooted.

Manufacturer narrative:
Gehc surgery personnel replaced monitor, tested system by leaving the system on for one hour, taking fluoro shots and saving images. System operating as intended.